Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported slda was due to pre-existing patient anatomy. The reported difficult imaging was due to procedural circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4+, on a patient with restricted anterior leaflet, restricted posterior leaflet, flail, mitral annular calcification (mac), tethering of the anterior leaflet, and prominent chordae. A mitraclip xtw was inserted and deployed on the mitral valve. A second clip, a mitraclip xt was then inserted and deployed on the mitral valve. However, difficulties visualizing the clip occurred, and after deployment of the second clip, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). It was noted that the slda. No additional clips were implanted, and the clip remained stable. The mr was reduced to a grade of 1+. There were no adverse patient effects and no clinically significant delay in the procedure.